Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a gastric bypass procedure, during the first fire of the tri-staple egia45avm reload on a pouch the firing felt un-normally light, a few staples were formed normally on tissue approx. 10mm length and a few staples were malformed, they did not close on the tissue perfectly. The knife cut all the way through and the damaged tissue was stitched by hand. Surgery was delayed for 1 hour. There was no unanticipated blood loss, no change of procedure, nothing fell into cavity, no reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one (1) stapler opened by the account and one (1) reload opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of both the instrument and reload noted no abnormalities. The reload was received fully fired. The instrument was loaded with the returned reload and clamped, articulated, rotated, cycled fully, opened, and unloaded without difficulty. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.